Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that about a month after implant, the ins moved under the patient's arm pit. The patient informed their doctor who told the patient that was normal until "stuff grows to hold it in place". Since the patient was not having any problems with recharging the ins, they told the patient not to worry about it. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins unit was not moving anymore and it seemed to have settled in as of (B)(6) 2019. The patient didn't think surgery was required. No further complications were reported.